Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona medial congruent articular surface right 13mm catalog. #: 42522100513 lot #: 63930995, persona stemmed cemented tibial component right size d catalog. #: 42532006702 lot #: 64346275, persona tapered cemented stem extension 14mm x +30mm catalog. #: 42557000114 lot #: 64458178, persona cemented all poly patella 32mm catalog #: 42540000032 lot. #: 64435166. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address ligamentous instability six (6) years post-operatively. Attempts have been made, however, no additional information is available.